Manufacturer narrative:
Upon follow up it was learned that this report is a duplicate of MFR 2029214-2016-00585. Suspect medical device brand name = pipeline flex w/shield technology, model # = ped2-500-20.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Suspect medical device brand name = pipeline flex w/shield technology model # = ped2-500-20.

Event description:
Medtronic received information that during treatment of an aneurysm located in the cavernous segment of the internal carotid artery (ica), the device did not open distally. It was reported that the middle segment of the pipeline was positioned in a bend. The device was deployed more than 50 %, and more than two resheathing attempts were made; however the device did not open. An attempt was also made to push the system forward and place the load on the stent to open, however it did not open. The device was resheathed and the entire system was withdrawn. Upon removal the physician noticed that the distal end of the device was "unwoven" or "unthreaded". A new device was used to complete the procedure and the patient woke up fine. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.